Event description:
A male pt had initial aaa repair in 2008. One flex main body graft and two iliac leg grafts were placed. Then, due to an aortoenteric fistula, the physician explanted the grafts the following month. Pt is fine.

Manufacturer narrative:
Event eval: this event is still under investigation.